Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had their programmable shunt placed on (B)(6) 2015. According to the report, the surgery went smoothly, post-operative drainage checks and shunt series looked good and surgical pain was manageable. Reportedly, about 2 hours after surgery, the patient developed an upset stomach, tachycardia and persistent headache. The report stated that when all these symptoms were still going strong by 8 pm, it was decided the patient needed another rapid MRI to make sure they weren't having pooling of fluid outside of the brain because of over-drainage, or any bleeding or problems from the surgery itself. Reportedly, the MRI was fine. The report stated that the valve setting changed from 0.5 to 1.5 due to the MRI and was reprogrammed to 0.5 after the MRI. According to the report, by wednesday morning when the patient still experienced symptoms, the valve was programmed to 1.0. Reportedly, the change is keeping the patient mostly headache and nausea free when lying flat in bed. The report stated that the patient couldn't tolerate sitting upright, in bed or wheelchair as the head pain became severe, in addition to vomiting. Reportedly, the patient is more alert, eating a little bit and able to find comfortable positions most of the time, and uses pain medication. According to the report, the patient has some gastro-intestinal factors that may be affecting the efficiency of the shunt and some of their other symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.